Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Primary channel blocked the time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary we checked the returned unit and confirmed that the operation channel clogged. Based on the result, we concluded that it was caused due to the operation channel stuck accessory/object. In addition, we confirmed that the remote control button cracked ; however, it is not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.